Event description:
According to the legal summons, the pt was injured during heart surgery when a "bovie" cauterization cord sparked onto a clamp attached at the plaintiff's right anterior hip. The plaintiff suffered third degree burns. Photographs of the incident handswitching pencil indicate, the device is a valleylab pencil.

Manufacturer narrative:
(B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.